Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the machine was water-damaged, the bearings were damaged, and the casing was smashed. This was attributed to faulty maintenance. The device was repaired and returned to the customer on (B)(4) 2012.

Event description:
The customer reported noise, stiffness, and the connector wire was broken. This is report 1 of 1 for complaint #(B)(4).